Event description:
The customer reported an error with the control console. The fe confirmed the system was unable to perform fluoroscopy or boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is available.